Event description:
The customer reported that during a supracervical lap hysterectomy, the device became locked and would not release from uterine tissue. It is unk how the device was removed. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.